Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard mesh (bard flat mesh) (device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard/davol ventralex st on (B)(6) 2018 and/or (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained injuries on (B)(6) 2021 and (B)(6) 2022 due to the hernia mesh device. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.